Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. During lead revision, the helix exhibited difficulty retracting and extending. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.